Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the tip-up fenestrated grasper had a broken tip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint broken tip. The tip-up fenestrated grasper was found to have the main tube broken. A piece measuring approximately 0.065 x 0.141 was not returned with the instrument. The tip-up fenestrated grasper cannot be place on an in-house system and tested for functionality due to its inability to fit through the cannula. As a result of the main tube being broken, the instrument may have loss of intuitive motion.